Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The DHR for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at time. If additional information becomes available or if the device is returned this report will be supplemented accordingly.

Event description:
Olympus was informed that during an endoscopic sinus surgery (ess) procedure, while shaving the bone with a diamond ball burr the patient sustained a first degree burn to the nose. The patient's course of treatment is unknown. The intended procedure was completed with the same device. This is 3 of 4 reports.